Event description:
It was reported that balloon rupture occurred. During preparation of a 5.0mmx20mmx135cm sterling balloon catheter, it was noted that before flushing, the balloon ruptured. The procedure was completed with 5x40mm balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 7mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. During preparation of a 5.0mmx20mmx135cm sterling balloon catheter, it was noted that before flushing, the balloon ruptured. The procedure was completed with 5x40mm balloon. No patient complications were reported.